Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is also reported that the patient had obtryx implanted on the same day and obtryx-halo implanted (B)(6) 2005, at the same facility. It is further reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent cystoscopy, release of vaginal fibrous bands and excision of sling material on (B)(6) 2014 due to pelvic pain and vaginal fibrous bands.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a tension free vaginal tape obturator approach bladder neck suspension.

Manufacturer narrative:
It was reported that following insertion the patient experienced bleeding, dyspareunia, bowel and urinary problem and infections. It was reported that patient underwent excision of mesh on (B)(6) 2010 by dr. (B)(6) at the (B)(6) hospital due to eroded pelvic mesh.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.